Event description:
It was reported that "upon clip deployment, a piece of metal broke off, in numerous instances, within the patient". It is indicated that there was no immediate injury or impact to the patient and the procedure was successful completed using a resolution 360 device with a 10-minute delay. Additional information received indicates that the procedure was to close off a bleeding ulcer. Four (4) clips were deployed and a fragment came off of each clip. (4 clips, 4 fragments.) The pieces were left to pass within the patient, because a retrieval net would not retrieve them. The patient is reported to be doing fine now.

Manufacturer narrative:
Based on the customer complaint sample was not returned, we combine historical customer complaint information, we found that after the product was released, the pull hook was broken by force, the metal chip that is broken at the front end falls to the human body. According to the defective picture provided, we analyzed that when the pull hook opening is on the side, when the force is applied, the pull hook starts to move downward. The top of the pull hook is stressed, it is detached from the pin roll, and the opening is pulled from the side to the top. It separated from the clip assembly. During the clip release process, the head of pull hook has a large deformation, during the downward movement of the pull hook, there is a risk of metal chips falling after the top is stressed. The pull hook of the product breaks down and appears to be damaged. After evaluation, the patient will not be injured, and the fallen metal scrap will be discharged with the human body. This risk is acceptable through risk analysis. In order to improve the quality of our products, we will change the slotting from the side to the middle. When the pull hook is stressed, it starts to move downwards. When the top is stressed, the amount of deformation is dispersed. As the force increases, the pull hook can disengage from the pin roll before reaching the deformation limit. After the new pull hook is stressed, only the opening distance of the front end circle changes, and there is no break point around the open circle, so the pull hook can be prevented from being broken into the human body by force.

Manufacturer narrative:
The customer stated that the device in question was not available as it was not being returned. However, the incident investigation is ongoing. A follow-up report will be filed following the completion of the incident investigation.

Event description:
It was reported that "upon clip deployment, a piece of metal broke off, in numerous instances, within the patient". It is indicated that there was no immediate injury or impact to the patient and the procedure was successful completed using a resolution 360 device with a 10-minute delay. Additional information received indicates that the procedure was to close off a bleeding ulcer. Four (4) clips were deployed and a fragment came off of each clip. (4 clips, 4 fragments.) The pieces were left to pass within the patient, because a retrieval net would not retrieve them. The patient is reported to be doing fine now.